Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the ratchet handle was not moving up and down properly. Event occurred during kit inspection. No adverse events occurred as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the meshgraft ii (B)(6) by zimmer-japan on 24 march 2020 revealed that the cutter blade was not working and needed to be replaced. Product repair of the device was performed by zimmer-japan on 24 march 2020 which included replacement of the following: cutter the device, serial number (B)(6), was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
No additional event information available.